Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of spontaneous balloon withdrawal is confirmed based on the condition of the tri-funnel device. The device returned was one 20 fr, 20 cc tri-funnel replacement feeding device. Visual observation found some residue within the feeding lumen and that the balloon was somewhat discolored. Functional testing found that 20 cc of water could be infused into the balloon, but a single pinhole near the middle of the balloon began to leak. The feeding tube was patent to infusion. Microscopic observation found that the hole was very small and not easily characterized. Tactual evaluation found the balloon material to be pliable and not brittle. The cause of this hole is unknown. Potential contributing factors include excessive pressures caused by excessive inflation volume, premature degradation of the material, and nicking or puncture of the balloon with a sharp instrument resulting in eventual leakage.

Event description:
It was reported that the tube "spontaneously" withdrew two days before its scheduled replacement. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube "spontaneously" withdrew two days before its scheduled replacement. No patient harm was reported.